Event description:
During service, the baxter repair technician reported that the batteries failed the battery test. The hospital representative stated that there were not reports of patient's injury or meedical intervention.